Event description:
Pt reported obtaining error qc2h three times on (B)(6) 2012 using a box of strips that has been fine in the past. Pt had a nose bleed on (B)(6) 2012 and again on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.